Event description:
Patient's family member called lfs in 6/03 alleging the ot ultra meter would not power on. Family member reported the patient woke up during the night feeling hungry and shaky, patient attempted to test the blood sugar but the meter would not power on. Pt then began to feed themselves and felt better afterwards. The issue with the meter was not resolved with troubleshooting. No further information reported. This case is being reported as a malfunction because the patient had symptoms of low blood sugar prior to attempted use of the meter, therefore the meter did not cause or contribute to the injury.